Manufacturer narrative:
This MDR was a duplicate. Any further information will be provided with report number 6000034-2023-04387. This report is submitted on march 18, 2024.

Manufacturer narrative:
This report is submitted on january 17, 2024.

Event description:
Per the clinic, the recipient underwent repositioning surgery on (B)(6) 2021, due to unspecific medical reasons. Additional information has been requested but has not been made available as of the date of this report.